Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the unit was bent on one side. The comb of the device was bent prior to surgery. There was no harm or delay and an alternate product was used for the procedure. There was no patient involvement, and no adverse events were reported as a result of this malfunction.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. Reported issue: on 02 august 2019, it was reported that the unit was bent on one side. Product review of the skin graft mesher by zimmer biomet on 16 august 2019 revealed that the comb was bent and the shoulder bolts were damaged. The pretest could not be performed due to the damaged comb. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the comb and shoulder bolts. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. Although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the comb to bend. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.